Event description:
It has been reported that upon final screw insertion, the ring disengaged from the plate. Plate was removed and replaced. Patient outcome: no adverse affect reported as a result of this event.